Event description:
It was reported the patient had her trial implanted on 2013-(B)(6). The patient was given an antibiotic because she had a ¿bad allergic reaction.¿ it was stated it ¿burned her whole back, stomach, arms, breasts, everything was burned, like a rash everywhere.¿

Manufacturer narrative:
(B)(4).